Event description:
I have one allergan implant from a surgery in 2009. I now have fluid surrounding the implant, and capsule contracture. Along with a large list of symptoms. Rash, swelling, soreness and also enlarged thyroid gland. Waiting on more test results. Unable to get in for MRI and needle biopsy. Covid virus has all hospitals locked down. FDA safety report ID# (B)(4).